Event description:
Gyrus uterine manipulator 4.5mm ref 003276, lot 05032320, exp 04-01-2026 manipulator inserted for procedure (supracervical hysterectomy with left ovarian cystectomy). During procedure the tip of the manipulator broke approximately 1 inch from tip. Hand portion of manipulator removed vaginally. Broken portion removed through surgical incision. Both pieced examined; determined to be complete. Patient examined by dr. (B)(6)with no injury noted.